Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received it was reported that this 980 ventilator failed the power on self test (post). The device was available for evaluation. Service personnel (sp) inspected the unit and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and mix controller pcba and flashed the field programmable gate arrays (fpga) for the issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One mix controller pcba was returned for further analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One ifm pcba was returned for further analysis: a visual inspection was carried out on the returned ifm pcba, no anomalies were observed. The ifm pcba was attached to the failure investigation test ventilator for analysis. During est testing, the ventilator failed circuit pressure test, for inspiratory auto zero solenoid not operational. Further investigation isolated the fault to the auto zero solenoid s01. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The replaced mix controller pcba did address the issue in the field however, the returned component was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in the trending and monitoring plan. The cause of the autozero issue was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in the scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.